Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris smartsite gravity set was clogged. The following information was provided by the initial reporter: they were double checking the valves in the giving set and found one of the valves is back to front hence there is no free flow of infusion fluid.

Manufacturer narrative:
Investigation summary. One 42290e sample was received for investigation without packaging, and the lot number was indicated as 21056486. The product was received connected to a baxter IV bag with sodium chloride solution in the line. The sample was subjected to functional testing by subjecting it to a flush through of fluid, the customer's experience was confirmed as an occlusion was observed. A visual inspection confirmed the customer's experience as the set was assembled with two back check valves (bcv) and one of the two bcv was identified to have been assembled back to front. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the customer's experience is likely to have occurred as a result of human error during the assembly process, whereby two bcvs were inadvertently assembled onto the tubing. A review of the production records for lot 21056486 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 42290e product over the past 12 months.

Event description:
Family. 4836601. 4888064 - pr# (B)(4) clogged/blocked/occluded. Division / project: business process / MDR created: 2022-04-04 10:44 am. Save. Save & exit. Cancel. New. Copy. Child. Check spelling. Workflow. Pending successful ack3submission acceptedin state for 15 days. Activity type . Enter your selection here. Date scheduled . Calendar. Now. Person responsible. Search. Date performed . Calendar. Now. Show all fields. MDR ownership. Patient information (a). Adverse event or prod prob (b). Suspect products (c). Suspect medical device (d). Med device reprocess info (d). Initial reporter (e). User facility / importer (f). All manufacturers (g). Device manufacturers only (h). Approvals and acknowledgements. Supporting documents and notes. Hidden fields. Adverse type. Product problem. Date of event. 2022-03-28. Event attributed to. If you select other - please explain in field "other details". Death? No . Date of death. Other details. If event attributed to has been populated as other enter the details here - otherwise enter 'n/a" here. Na. Describe event or problem maximize. It was reported that the bd alaris smartsite gravity set was clogged. The following information was provided by the initial reporter: they were double checking the valves in the giving set and found one of the valves is back to front hence there is no free flow of infusion fluid. Relevant tests/laboratory data maximize. None reported. Other relevant history maximize.